Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included lisinopril and medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("pelvic/abdominal/ pain"). In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pelvic/abdominal") and was found to have weight increased ("hope you lose weight and get your life back"). The patient was treated with surgery (to remove essure). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, vaginal haemorrhage, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: if not removal planned, select reason- unable to afford surgery. Discrepancy noted : plaintiff did not undergo essure confirmation test. As per social media document- removal scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, menorrhagia, dysmenorrhea concerning the injuries reported in this case the following were reported via social media- weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: fu 3 and 4 processed together. Plaintiff fact sheet and medical records received : reporter information added. Event added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Event ¿psychological trauma¿ updated to ¿depression and mental anguish¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.